Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision took place on (B)(6) 2016 on suspicion of armd by CT images. He found soft tissues like pseudotumor in the hip joint and the interlocking part of the taper blackened. The symptom like osteolysis was also found in the proximal part of the femur.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa had taken place on (B)(6) 2007. Revision took place on (B)(6) 2016 on suspicion of armd by CT images. He found soft tissues like pseudotumor in the hip joint and the interlocking part of the taper blackened. The symptom like osteolysis was also found in the proximal part of the femur. He replaced the metal liner, the ultamet head and the s-rom stem with a poly liner, a delta head and other stem respectively. There was no surgical delay. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.